Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg migration. The patient underwent an explant surgery on (B)(6) 2019. During the procedure and infection was discovered (mfg report number: 3006705815-2019-00263) and the system was explanted.